Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/14/2024, it was reported by an arthrex employee via email that an unknown arthrex product had difficulty when using the trochanteric femoral nail system when advancing the lag screw through the aperture of the nail while attempting to utilize the "left telescoping lag screw." Unable to advance into the nail initially, the lag screw did advance through following multiple attempts. Once the thread portion of the lag screw moved to the opposite side, the surgeon was no longer able to advance further. The position was halted, as shown in the attached photos. This required removal of the left lag screw and the selection of a regular, clockwise-turning lag screw inserted without issue. The attached photos corresponding to this procedure show 1. The lag screw position up the initial difficulty to advance into the nail, 2. The lag screw position with threads beyond the nail with the inability to advance further, and 3. Photo of retrieved lag screw with an attempt to show some damage to thread due to nail interaction. This was discovered during use on (B)(6) 2024. Additional information received on 3/20/2024: this was discovered during a trochanteric intramedullary nailing of the left femur procedure. The broken fragments were removed. The case was not delayed, and additional anesthesia was not necessary.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The left telescoping lag screw may not have been properly aligned with the aperture of the nail and/or repeated attempts to force the screw through the aperture may have damaged the threads, making it impossible to continue advancing once resistance increased.